Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving fentanyl, concentration not reported, at 0.2 "bassels" day. The indication for use was use non-malignant pain. The patient reported that in (B)(6) 2015 the healthcare provider took the morphine out of the pump and put fentanyl in the pump. Two days after they put the fentanyl in the patient's pump the patient was in the hospital because the patient's body felt like it was on fire and everything taste like medicine. Diagnostics, interventions, the cause of the event and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.